Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing a root cause has not been identified. Additional information has been requested but not received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a surgeon reported the lens was shot into the vitreous body. In a follow-up the surgeon reported lens position in the cartridge was not optimal and he had to apply additional pressure during implantation. A vitreous prolapse occurred which required an anterior vitrectomy. The patient was referred to a second facility, where an ophthalmologist examined the lens and found it to be in the posterior capsule. A repositioning was performed. The surgeon reported that the patient still has postoperative astigmatism. The device remains implanted. Additional information has been requested but not received.

Event description:
Additional information was received from a company representative. The previously reported statement "lens position in the cartridge was not optimal" was an observation from the company representative and not information provided by the surgeon. The company representative also indicated room temperature was cold. According to the company representative, the event was the result of user handling, in the physician's opinion.